Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation we found signs of damage at the thread and at the head connection of this part. It was caused by incorrect alignment during insertion and/or hammering on the screwdriver whilst attempting insertion. A thorough review of the manufacturing documentation shows this lot met all in process and release criteria at time of production in may 2014. Moreover a review of our complaints data base shows no other complaints for this issue from this lot number and article number. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an antegrade femoral nail (B)(4) was used for a fracture of shaft of femur case. The end cap could not be inserted into the nail at all during the surgery. Although the surgeon added surgical incision to confirm the nail did not get caught in patient¿s soft tissue, he was not able to insert the end cap. The surgeon tried to insert the other end cap but without success. Finally he decided not to insert an end cap and completed the surgery. The surgery was extended for sixty minutes due to this event. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.